Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported that they were hospitalized due to the dexcom device and insulin pump. There was no information reported regarding what the cgm device was displaying at that moment. No symptoms and no treatment were reported, and it was unknown if the patient experienced a hypo or hyperglycemic event. The duration of stay at the hospital was unknown. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).